Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 4th. Was any unexpected resistance felt while firing the trigger? Yes. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Were any unexpected noises heard? No information. Did anything unexpected happen prior to this incident? No. Affiliate responded: was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? No information. Did somebody other than the primary surgeon fire the instrument? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. Due to the condition of the device, no functional testing could be performed to evaluate the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the trigger would not return to the home position after the 4th firing. The trigger was returned by hand. After the event, the grasping force of the trigger became higher than usual. Also, the orange indicator was shown even though the clips remained in the device. Another device was used to complete the case. There were no adverse consequences for the patient.